Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the allegation was unable to be confirmed. The device history record (DHR) of the device was checked and found no deviations or nonconformities that could have caused or contributed to the reported issue. A possible cause, found in the instructions for use (IFU), identifies possible communication failure between the endoscope and video system center. This instructions for use (IFU) indicate: otv-s190 instruction manual error message: camera head communication error. Possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an unspecified error code. There were no reports of patient harm.